Manufacturer narrative:
This event was discovered when pmt initiated a voluntary, proactive, chart review of over 400 patients to explore and collect data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. A (B)(6) female patient with history of smoking underwent circumferential fusion with cages placed at c4-c7. At 153 days post procedure, the patient reported a fall that may have caused the cage at c4-c5 left side to become dislodged. The device dislodgement is likely attributed to this acute trauma that the patient suffered in the fall. The cages were removed with no subsequent clinical sequalae. The patient is doing well, and no subsequent issues have been reported.

Event description:
(B)(6) female patient with history of smoking underwent circumferential fusion with cages placed at c4-c7. At 153 days post procedure the patient reported a fall that may have caused the cage at c4-c5 left side to be dislodged. The cage was removed with no subsequent clinical sequalae. No device defect or malfunction was reported by the surgeon.